Event description:
The customer returned product for broken door latch receiver, during physical inspection it was found that the upstream occlusion (uso) seal was buckling. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed no previous services. The event history log review identiifed no related errors. The reported issue was not confirmed however, upon further investigation, the upstream occlusion (uso) seal was buckling. The uso seal was replaced and both the uso and dso sensors were calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.